Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of intimal dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous and slightly tortuous proximal right coronary artery that was 80% stenosed. The lesion was predilated using a 2.5x8, 2.5x12 and 3.0x8 unspecified balloons at 8 atm. Then, a 3.5x48mm xience xpedition stent was deployed. A dissection was observed on the distal end. A 3.0x8mm unspecified drug eluting stent was used to cover the dissection. The flow results were very good with no residual stenosis. There was no adverse patient sequela reported. No additional information was provided.